Event description:
A patient experienced an increase in seizures and could no longer feel magnet stimulation. The patient¿s device was checked during a clinic visit and showed that normal mode diagnostics were high, but system diagnostics appeared to be within the normal limits. The patient was referred for generator replacement surgery. During surgery, the patient¿s generator was replaced; however, high impedance was observed on the new device. The lead was then replaced, resolving the high impedance. The explanted lead and generator were received by the manufacturer, but analysis has not been approved on the explanted products to date.

Manufacturer narrative:
Adverse event and/or product problem, corrected data: initial reported indicated both an adverse event and malfunction selected only adverse event since no device malfunction was identified. Describe event or problem, corrected data: initial report indicated a device malfunction was present

Event description:
It was clarified that high impedance was not actually observed on the patient's originally implanted device, but there was an increase in the dcdc conversion code that corresponded with the timing of the increase in patient's seizures. The increase in seizures was below the patient's pre-vns levels. Analysis was approved for the generator. The generator communicated normally upon interrogation, and the end of service flag was not set. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. Analysis has not been approved for the lead to date.

Event description:
Analysis was approved for the lead. A portion of the lead was returned in 8 pieces. A portion of the anchor tether was not returned for evaluation. Set screw marks on the connector pin provided evidence that proper contact between the set screw and connector pin at least once. No visual anomalies were identified with the returned portions of the lead. A lead break was not identified in the returned portions of the lead. No additional relevant information has been received to date.